Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU) the questionnaire completed provided. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: ¿chapter 3 preparation and inspection, ¿section 3.2 inspection of the endoscope¿ and ¿section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿poor air/water supply¿ was confirmed. The following findings were noted during device evaluation: due to clogging of nozzle, water removal ability does not meet the specifications, due to wear of angle wire, bending angle in up direction does not meet the specifications. Due to the wear of angle wire, the play of up/down knob is out of specification, adhesive on bending-rubber has white-clouded area, universal cord has a wrinkle, objective lens has a chip, adhesives around objective and light guide lens has white-clouded area, plastic distal end cover has a scratch, and connecting tube has a dent. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilized before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) It is unknown if there were any abnormalities in the accessories used for reprocessing. 4.) It is unknown if the device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. 5.) It is unknown if the air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had poor air/water supply. During inspection and evaluation, there was a clogged nozzle with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.